Event description:
Analysis of the device revealed thrombus formation on the coil detachment zone. There was no clinical consequence reported to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed thrombus formation built up on the coil detachment zone, indicative of insufficient flush. As per the device directions for use: continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the target detachable coil. Based on analysis of the device, the root cause for the thrombus formation is related to inadequate setup/preparation.